Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Products were visually examined. As returned a few dents and dings as well as scuffs were noted on both instruments and some type of residue was noted on one of the instruments. The operation of the instruments was not smooth. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted concomitant devices ¿ juggerknot 2.9mm ,catalog #: 912060, lot #: 378030.

Event description:
It is reported that during the procedure, the cutting system was locking and the surgeon had difficulty using the device, delaying the procedure by twenty (20) minutes. Another device was used to complete the surgery. No adverse events were reported as a result of this malfunction.